Event description:
It was reported that a power source alert occurred. There was no reported adverse impact to the customer's blood glucose. The customer initially used the tandem charging cable and wall adapter but was unsuccessful in resolving the issue. Upon trying a different charging cable with a wall adapter, the pump began charging, and no further assistance was required.